Manufacturer narrative:
(B)(4). The expedium quick-connect single innie polyaxial screwdriver was returned for evaluation. The tip of the driver was found to be broken and was subsequently submitted for fracture analysis. The analysis was performed on the fractured tip of the driver which revealed plastic deformation at the hexlobes and torsional shear markings. This suggests the driver underwent a quasi-static torsional shear failure. Hardness testing also found driver was within specifications. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a two level posterior lumbar fusion today, there was an expedium poly driver (2797-12-400 lot#mi39908) that broke. The patient had particularly sclerotic bone and the surgeon decided he did not want to tap his screws. He started drilling and then as he was putting in his first screw and it was majority of the way in, the tip of the poly driver snapped. The broken piece was retrieved and the driver was removed from the field. The surgeon tapped the following 5 holes which allowed the remaining screws to be inserted successfully without breaking the drivers. The procedure was completed successfully without harm to the patient.